Event description:
It was reported that customer's insulin pump had a drive support cap that appeared slightly uneven and inside the device. Insulin exited during the manual prime. No leaks were found. The device settings and history are correct. Customer's blood glucose is 20.0 mmol/l. The device is being replaced. Nothing further reported.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No unexpected no delivery alarm or unexpected battery alarm was noted. All of the buttons functioned properly and no damage was noted on the keypad traces. The insulin pump had minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).